Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that her husband experienced high blood glucose. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's blood glucose was 400 mg/dl at the time of call. The customer's spouse stated that she had been treating her husband's high blood glucose with manual injections. The customer's spouse was unable to troubleshoot at the time of call due to unavailability of the insulin pump. The insulin pump will not be returned for analysis.